Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
H6: per a review of the complaint file, omitted a1301.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via unknown access in a 68 year old male who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. During preparation of the cp, the yellow leurs were connected and an alarm for air in system was received. The cassette was found to be leaking purge solution. A new cassette was used with same console. The same alarm was received with the new cassette, but no leaking of purge solution noted. A new console and another new cassette were attempted. The same error occurred once connected and purge did not flow through the cp. It was decided not to use the initial cp, and a new cp was opened and used instead. The input issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.